Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a "system error" message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 08/01/2014 for investigation. Visual inspection of the returned platform shows that the short black cover was damaged and the battery latch lock was bent. The physical damages found during visual inspection are not related to the reported event of the platform displaying a "system error" message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in june of 2008). A review of the autopulse platform's archive was performed and the reported complaint of a "system error" message was not confirmed. The archive data shows that no clinical use with a patient occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue of a "system error" message was confirmed. Upon functional testing, the "system error" message was observed on the platform's display. It was observed that the system processor board was at fault. Based on the investigation, the parts identified for replacement were the system processor board, short black cover and the battery latch lock. In summary, the reported complaint of the platform displaying a "system error" message was confirmed upon functional testing. The fault was found to be due to the system processor board. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of all the identified parts, the platform was re-evaluated through functional testing and passed all testing criteria.